Event description:
It was reported that the case to the external pulse generator had mechanical damage it was returned to the manufacturer for repair and subsequently tested out of specification and as a result is now a reportable event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): analysis confirmed that the upper/lower cases were broken. They also found that the ring cover and two side bails were broken. The battery release, heart block, lead flex cover, and heart wire contacts were contaminated. The battery drawer was broken and the encoder flex was out of mechanical specification. The ring was bent.